Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The gehc field engineer checked the device doors, side walls, panels, door latches and labels and observed all are functioning properly and no defects observed. The incubator was installed with new secondary latches and new porthole latches. The root cause for the patient fall is unknown.

Manufacturer narrative:
Gehc field engineer (fe) checked the device latches and found they were functioning properly, with no defects observed. Gehcâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226

Event description:
The hospital reported to ge healthcare (gehc) that a patient fell from a giraffe omnibed on (B)(6) 2023. The patient received a CT scan after the incident which did not identify any injury. The patient remains stable in the hospital nicu due to underlying diagnosis, unrelated to the fall. Gehc will submit a follow-up report when the investigation has been completed.